Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient was hospitalized due to pneumonia and when having the oxygen mask put on, it ripped out the implant. On (B)(6) 2025, the recipient was reportedly experiencing device extrusion. It is noted that the device had extruded through the skin; however, per the surgeon, there was no infection. Revision surgery is scheduled. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information section: b.3, d.6b, h.6 the recipient's device was reportedly explanted. The recipient will be re=implanted at a later time. The recipient is healing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.